Manufacturer narrative:
Secondlot submitted: kit lot: p21319-038 - date of packaging 11/17/21; exp 4/26/23. UDI:(B)(4). Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer confirmed 3 false negatives on accula with cassette lot p21295-016 upon parallel testing using covipath. Information reported by user is being reported as required by 21 cfr 803.